Event description:
The device was used during an abdominal perineal resection procedure. Reportedly, during firing, a tear was made in the vagina. The surgeon manually repaired the tear with suture which later lead to a rectovaginal fistula. The surgeon also noticed plastic pieces from the device at the application site. The pt was returned to the operating room on july 31, 1998 and the surgeon performed a colostomy. The hosp has reported the pt's condition is satisfactory.